Event description:
The hospital reported that during the endoscopic vein harvesting procedure, the bisector would not cauterize. A replacement unit was used to complete the procedure. The hospital did not report any patient complications.

Manufacturer narrative:
The complaint is not confirmed for the bisector would not cauterize. Bisector met all electrical specifications. A lhr review was completed for the product. There was no nonconformance which could have attributed to this failure mode.